Event description:
Boston scientific received info that this right atrial lead dislodged. An invasive procedure was performed. The lead was successfully explanted and replaced. No adverse pt effects were reported.

Manufacturer narrative:
The performance of the lead under complaint was scrutinized. With regard to the issues as mentioned in the complaint description, the analysis did not show any deviations from the technical specifications. Visual inspection demonstrated that the lead's distal part was found partly pulled out from the ring electrode. Based on the characteristics the damage, it is reasonable to assume that the lead had been subject to excessive mechanical forces. Traction forces during the surgery should be taken into consideration. The analysis did not reveal any sign of a material or manufacturing problem.